Event description:
It was reported that this implantable pacemaker exhibited undersensing and overpacing on the right ventricular channel during a ventricular tachycardia episode. The patient will be brought for a follow up in order to perform troubleshooting. This device remains in service. No adverse patient effects were reported.